Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: undesirable effects. Practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain or pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Health professional reported a patient injected with juvederm ultra who experienced hard tender nodules to the injection site approx. 3 months later. Treatment with massage reduced the symptoms but the pt presented with hard tender nodules once more approx. 2 weeks later and the physician prescribed ¿ciprofloxacin¿ 750 mg and prednisolone 50 mg for 5 days. Following treatment the symptoms were reported as ¿nodules reducing in size.¿